Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance for the pump reset and verified the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue recurs.